Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that non-sustained rv oversensing was observed. Programming changes were suggested. The patient was stable.